Manufacturer narrative:
Block b3: exact date unknown, approximated, symptoms started 2-3 weeks ago after implantation. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient reported progressive symptoms beginning approximately two to three weeks after implantation of the spinal cord stimulation (scs) system, including a sensation of heaviness in the legs, tingling, and subsequent inability to move both lower extremities. Diagnostic evaluation identified a hematoma at the t6 t7 level. The patient was admitted to the hospital and underwent spinal fusion and a laminectomy with decompression and hematoma evacuation. According to the physicians assessment, the hematoma was attributable to the scs implantation procedure and resulted in bilateral lower extremity paralysis. The hematoma has since resolved, and the patient is currently recovering.

Manufacturer narrative:
Block b3: exact date unknown, approximated, symptoms started 2-3 weeks ago after implantation. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7170993. UDI: (B)(4). The lead has not been returned as it remains implanted. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted. A labeling review did not reveal any anomalies and states that possible surgical procedural risks are: temporary pain at the implant site, infection, cerebrospinal fluid (csf) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis. Undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure and persistent pain at the ipg or lead site, all of which are known risks associated with the use of spinal cord stimulation (scs). A review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. A risk review was completed and confirmed that the event of paralysis and hematoma were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The device was not returned for analysis. However, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs).

Event description:
It was reported that the patient reported progressive symptoms beginning approximately two to three weeks after implantation of the spinal cord stimulation (scs) system, including a sensation of heaviness in the legs, tingling, and subsequent inability to move both lower extremities. Diagnostic evaluation identified a hematoma at the t6 t7 level. The patient was admitted to the hospital and underwent spinal fusion and a laminectomy with decompression and hematoma evacuation. According to the physicians assessment, the hematoma was attributable to the scs implantation procedure and resulted in bilateral lower extremity paralysis. The hematoma has since resolved, and the patient is currently recovering.